Event description:
On 01-apr-2026, a sales representative reported via email that two ar-8916vsr-05 volar distal radius plates, standard, right, 5-hole experienced an issue during use. A 2.4 mm kreulock screw was passed through the most distal radial-sided hole of the plate while the surgeon was locking the screw into the plate. The screw locked with little to no resistance. The issue was identified during a distal radius fracture procedure performed on (B)(6)2026. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.